Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney the patient underwent umbilical hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2010 where the surgeon noted the ¿previously placed mesh had adhered to the small bowel and omentum.¿ it was reported the patient underwent incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported the patient underwent incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent partial removal of the mesh on (B)(6) 2016 where the surgeon noted ¿the previously placed mesh had shifted allowing a recurrence.¿ it was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.